Manufacturer narrative:
Sample not returned to manufacturer in time for this report. Investigation incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the jaw of the applier broke after the clips were loaded. No pt injury reported.